Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's implantable loop recorder displayed data that indicated a period of asystole even though the patient was asymptomatic. There was a request for interpretation of the data. The device is still in use. There were no patient complications reported as a result of this event.